Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, the valve failed due to aortic stenosis. The patient suffered congestive heart failure (chf) and was hospitalized as a result. The patient is being considered for a valve-in-valve procedure.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, the valve failed due to aortic stenosis. The patient suffered congestive heart failure (chf) and was hospitalized as a result. It was noted that leafletthickening was observed. The patient is being considered for a valve-in-valve procedure. Additional information was received that pannus/thrombus formation was confirmed.

Event description:
It was reported that approximately 6 years and 7 months following the implant of a transcatheter aortic valve, the valve failed due to aortic stenosis. The patient suffered congestive heart failure (chf) and was hospitalized as a result. It was noted that leaflet thickening was observed on the valve. The patient is being considered for a valve-in-valve procedure.

Manufacturer narrative:
Corrected information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final implant depth on the non-coronary cusp (ncc) was 3 mm, and the final implant depth on the left coronary cusp (lcc) was 3.5 mm. The valve gradient at discharge of the patient was 6 millimeters of mercury (mm hg). The valve gradient when the thrombus was detected was 38 mmhg. The thrombus was located on the valve leaflets, and it was noted that anticoagulation therapy was provided following the initial implant of the valve.